Manufacturer narrative:
Evaluation: method - device history review. Results: based on the investigation, it has been determined that nothing in the manufacturing of the lens was the root cause of this complaint. Conclusion (unable to confirm): based on the complaint history, work order search and device history history review, we were unable to confirm this complaint. (B)(4).

Manufacturer narrative:
(B)(4): evaluation method - work order search.results : visual inspection of the returned lens showed the lens was received liquid and there was no visual damage observed. A lens work order search was performed and there were no similar complaints found. (B)(4).

Event description:
The surgeon noted a crack on the micl12.6 implantable collamer lens as he was attempting to load it and there is concerned that the lens may have been received in this condition. No patient contact.